Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient was unable to power patient programmer. The patient was instructed to change the aaa batteries and replace with brand new aaa batteries, which resolved the reported issue. The patient reported that she was turned away from getting an MRI so she went to get a CT scan done. After the CT scan she stated that "she lost power and that the stimulation was getting weaker" after the CT scan. The patient got CT scan about a week ago. The indications for use for this patient were bowel dysfunction /sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.